Manufacturer narrative:
(B)(4): added additional information. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod.testing found a short on the device when the jaws are fully or partially closed, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, when the surgeon dissected the ligament around the vagina, he tried to coagulate both sides of the vessels before dissecting in between. After coagulate the tissue for some time, around ten seconds, he tried to coagulate the other side, the blade was tore off from the jaw. The electrode on the lower jaw was bent and could not be used anymore. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.